Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Damage and evidence of the breakage surfaces, course of the breakage line as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload after an implantation period of approx.4 months. The lateral edge of the anterior web of the drill hole had become significantly damaged due to contact with the stepdrill for lag screw, recon. Such ¿ not intended ¿ material damages can cause additional notch effects. From technical point of view the nail broke in a fatigue fracture. The breakage had its origin in an area where significant material damage had created notch effects resulting in early implant breakage. From medical point of view the nail broke due to overloading by the patient in an unstable fracture situation and due to an osteoclastic tumor metastasis w/o any tendency of bone consolidation, which is comparable to an atrophic non-union. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery with the t2 recon nail to both femur for pathological fracture (bone tumor). For treatment, the patient was given denosumab. On (B)(6) 2015, the patient felt the pain in the hip joint. The surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2015.

Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery with the t2 recon nail to both femur for pathological fracture (bone tumor). For treatment, the patient was given denosumab. On (B)(6) 2015, the patient felt the pain in the hip joint. The surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2015.